Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus received medsun #(B)(4): the customer reported during a cystoscopy for an evacuation of blood clots, the surgeon noticed several fragmented pieces of metal from the tip of the scope inner sheath, the black end of the insulated distal tip. The device fragments were removed via suctioning into the suction canister. No other device fragments seen in the bladder. Diagnostic imaging was taken to confirm all pieces removed. The intended procedure was completed however it is unknown if a similar device was used. No additional information available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4 lot number. Olympus performed a visual inspection on the as-is received condition of the device; observed that almost the entire insulated distal tip that sticks out from the metal portion of the sheath was broken. The broken pieces of the insulated distal tip were not returned for evaluation. Olympus examined inside the area of the distal end and verified that a portion of the insulated distal tip was still inside the sheath. There was a minor portion of the damaged insulated distal tip that was slightly above the metal sheath and was sharp. Olympus noted that there were a couple minor dents and scratches on the shaft of the sheath. All the labels as well as markings on the device were present and legible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and device evaluation, the insulated distal tip being damaged likely occurred due to user mishandling. However, a definitive root cause of the reported complaint cannot be determined at this time. In march 2014, to remediate tip fracture, a design change in material and geometries of the tips was implemented. The new tip material has been successfully validated for production release. This complaint device had a newly designed tip as it was produced after corrective actions were taken. As a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture even though a more robust re-design has been implemented. Potential damage to the distal tip during use is addressed in the device instructions for use which state: ¿warning: always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding.¿ olympus will continue to monitor field performance for this device.

Event description:
It was also reported no other devices were replaced during the procedure due to malfunction/failure. The user facility medwatch report was been attached.